Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) helium immediately depletes.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. D9.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d8, d9, g1 (contact person and contact office - mfg. Site), g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusion), h11.the fse tested performance failure with compressor and iab maintenance message. Fse returned and installed new compressor. Corrected compressor failure. Performed drive calibration and observed vacuum drift before and during calibration. Isolated to defective vacuum regulator, will order and will return to install. Fse returned and installed vacuum regulator and corrected calibration drift. Unit passed all functional and safety tests per factory specifications, returned to customerthe following was performed by the sr service technician of the maquet failure analysis and testing dept. Wayne. The failure analysis and testing department received scroll compressor and fipc with a reported unit failure of immediate helium depletion. The fat department performed a visual inspection of the parts received and found that both parts are in good condition.the fat department installed the scroll compressor and fipc vacuum regulator in the cardiosave test fixture and tested jointly and separately to factory specifications per cardiosave service manual number.the failure analysis and testing department run the test for 2 hours and could not verify the drastic depletion of helium as descried by the customer. Retaining the scroll compressor and vacuum regulator in the fat dept. Per procedure.